Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying an error 2 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 8:30 (am/pm not specified). Seven days prior to the alleged issue (at 9am) the patient indicated he was administered a glucagon injection by the emergency medical services (ems). However, prior to contacting ems, it is not known what the patient's blood glucose result was (with the subject meter) and it is not known if the patient was experiencing any symptoms. The patient indicated he manages his diabetes daily with metformin (1000mg) and glimepiride (2mg); however, it is unclear what action, if any, the patient took after the alleged issue began. According to the csr's documentation, approximately one to two minutes after the reported product issue occurred, the patient reportedly obtained a low blood glucose result of "27mg/dl"; however, it is unclear if the patient obtained the result from another device or with the subject meter and it is unclear if the patient was already symptomatic prior to when the alleged issue began. It is not specified what treatment the patient received following the alleged meter issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique. The csr noted the patient was using the correct test strips, with the subject meter; however, the test strips were expired. The csr also noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and possibly developed hypoglycemia after the alleged meter issue began.